Manufacturer narrative:
This is pending repair completion. The patient information and event date were requested from the customer, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer reverted the software to 2.10 to address the reported problem. The customer refused to provide patient information.